Event description:
Cartridge had difficulty going along guide tracks as reported. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to inspect the pump, pneumatic tap area, and cartridge, leading to a successful reloading of the original cartridge and resumption of insulin therapy.